Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a hipot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. Upon investigation the blue wire (+dv) was open in the cable that connects the distribution note (dn) to the front therapy electrode. The open wire caused the hipot test failure. The root cause for the open wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.